Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(4)/2018 that on (B)(4)/2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. Product was provided for investigation. The device was visually inspected and no defect was found. Voltage testing was performed and as the transmitter did not have voltage it failed. There was no share data or cloud data to view. The confirmation of the complaint is not determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on 08/10/2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.